Event description:
While attempting to inject collagen into the lip lines of the pt, collagen began to leak around the hub of the syringe. There was no needle disengagement or splattering. No injury occurred to pt or staff. The procedure was completed with a backup unit syringe of collagen without consequence to the pt.